Event description:
Patient with heparin-induced thrombocytopenia and left ventricular assist device (lvad) therapy for 17 months presents with first event lvad related hemolysis, and abnormal vad performance in the setting of consistently therapeutic international normalized ratios (inrs). Inr was 2.5 at the time of this event. Tissue plasminogen activator (tpa) was not considered due to elevated inr, and our limited success with tpa. Patient is not a candidate for lvad exchange due to the complexity of her implant surgery (required resection of segments of the lower costal cartilage and ribs on the left side to create additional space for the lvad). It was decided to pursue heart transplant as 1a. Unfortunately, lvad performance and patient condition declined further despite inotropes/pressors/ ICU level care. The patient expired.